Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their sensors. The customer states that after the sensor insertion, the needle fell out. The customer states they were able to insert a second sensor successfully. The customer was advised that a replacement would be sent out. No further assistance provided at this time.